Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At an unspecified point during the procedure the patient experienced an air embolism. No intervention was required and the patient is fully recovered.